Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. On (B)(6) 2023 nalu was notified that an xray of the system confirmed lead migration, leading to loss of therapy for the patient. A surgical intervention occurred on (B)(6) 2023 to replace the implanted pulse generator and both leads.